Manufacturer narrative:
Product has been requested to be returned but has not been received. (B)(4).

Event description:
Customer reported the alarm does not sound when weight is removed from the sensor. The customer reported the batteries were replaced with a new supply. There was no visible damage reported. The customer did not provide the date this was discovered. There was no patient incident or injury reported.